Event description:
A report was received that the patient's precision system was explanted due to the lead incision site not healing properly. There were no signs of infection, and the patient was reportedly doing well following the explant.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility.